Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable and the insulation of the cable was damaged and the motor and plug harness assembly were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that the device was not working. Timing was before surgery. There was no patient involvement. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.